Event description:
It was reported that pump generated repeated cartridge alarms during use, and customer was unable to successfully load cartridge and resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode, and was advised to return problematic pump within 10 days using provided shipping materials, while technical support arranged shipment of replacement pump with updated software and instructed customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.